Event description:
It has been reported to philips that the etco2 displayed as it should be with waveform and figures, after approximately 60 seconds the display said etco2 'filter line disconnected'. It occurred during clinical use and no harm to the patient. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.